Event description:
It was observed that during the device evaluation, the subject device exhibited that there were residues in the hoses. There was no patient involvement.

Manufacturer narrative:
The initial report was sent in error. The event is unlikely to cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The device was returned to the regional repair center for inspection and the following reportable malfunction was identified during the device evaluation: residues in the hoses. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause was traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that there were residues in the hoses. There was no patient involvement.